Event description:
The article, "histological and radiological analysis of simultaneous dual hepatic vein embolization for right-sided major hepatectomy", was reviewed. The article presented a retrospective, single center that assessed the histological and radiological findings in the dual hepatic vein embolization (dhve) area of the resected liver and further compared the findings in the areas of portal vein embolization (pve) and dhve. Devices included in the study were amplatzer vascular plug ii and pfizer gelfoam gelatin sponge. The article concluded that the authors observed good liver hypertrophy after dhve and histological and radiological changes in the area of dhve. The findings provided a compelling rationale for further investigation of the mechanism of liver hypertrophy in dhve. [The primary and corresponding author was koichiro haruki, division of hepatobiliary and pancreatic surgery, department of surgery, the jikei university school of medicine, 3-25-8, nishi-shinbashi, minato-ku, tokyo 105-8461, japan, with corresponding email: haruki@jikei.ac.jp] the time frame of the study was from december 2020 to july 2023. A total of 14 patients were included in the study, of which all received an abbott device. The average age was 65 years, and the majority gender was female. Comorbidities included hepatocellular carcinoma, intrahepatic cholangiocarcinoma, and colorectal liver metastasis.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: histological and radiological analysis of simultaneous dual hepatic vein embolization for right-sided major hepatectomy.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii were reported in a research article in a subject population with multiple co-morbidities including hepatocellular carcinoma, intrahepatic cholangiocarcinoma, and colorectal liver metastasis. Complications reported included unexpected medical intervention (blood transfusion, diuretics), bleeding, ascites, infection (acute cholangitis); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: histological and radiological analysis of simultaneous dual hepatic vein embolization for right-sided major hepatectomy.